Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that while being assessed in the hospital for an unrelated issue, the patient was found to have sub-therapeutic inr and intermittent high pump powers, with intermittent hypo-hypertensive blood pressures. The patient was admitted to the hospital for heparin infusion for the subtherapeutic inr. A log file was provided to the technical services representative for review, and the analysis confirmed erratic pump power readings. Further information provided from the lvad clinician stated that as of (B)(6) 2016 the pump parameters returned to normal levels. It was reported that the lvad clinicians suspect that the lvad may have ingested a thrombus that then ¿cleared¿. A ramp echocardiogram revealed left ventricular end diastolic (lved) decompression only after increasing pump speed to 10400 rpm. It was reported that the study was indeterminate for presence of clot. The vad team was concerned that the temporarily increased speed may have precipitated clot mobilization; however, no additional clinical issues were reported. Hemolysis labs remained stable at baseline, and a CT scan did not show any overt thrombus. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the reported elevations in pump power however, a specific cause for the elevations in pump power could not be conclusively determined. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The report of suspected thrombus ingested into the pump and could not be confirmed. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.